Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2024 a bkp was being performed. During the surgery, the balloon in question was operated under negative pressure, it was connected to the inflation system and dilated. The contrast medium leaked from the connection between the white part where the balloon reinforcement wire passes through and the blue part leading to the balloon. The surgeon immediately removed the balloon. When the same operation was performed in vitro, the contrast medium was observed to leak from the same area again. A spare product was used and the procedure was completed successfully with a surgical delay of 30 minutes. The patient status is stable. No further information is available to report. This report is for a synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter is a synthes employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: e1. H3, h6: part: 03.804.701s. Synthes lot: 82288151. Supplier lot: 82288151. Release to warehouse date: 11 august 2023. Supplier: (B)(4). No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection of the returned sample found that broken condition was not observed. However, evidence of liquid overpassing the protection sleeve of the stiffening tube is observed, therefore the reported condition can be confirmed. Balloon also shows signs of usage and light scratches on the surface. A potential cause for the observed condition cannot be fully established. Surgical technique was reviewed and the following relevant statements were found: note: since the stiffening wire is not attached, make sure not to loose it while removing the catheter from the package and make sure to attach it tightly to the inner lumen luer. If the stiffening wire sticks, gently push it towards the luer lock by a back- forward movement. Precautions: expansion of balloons, pressure and volume on the inflation system have to be monitored carefully. The balloons may leak if they are filled beyond their maximum volume or pressure. The performance of the balloon catheter may be adversely affected if it comes into contact with bone splinters, bone cement and/or surgical instruments. Do not use air or other gases to inflate the synflate balloon catheters. A dimensional inspection was not performed due to the condition of the complaint. A complete functional test cannot be performed since complete system was not returned for analysis. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon med would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.